Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: during investigation, the pump was retuned with all of the keypad buttons responding properly. The issue could not be duplicated. There was moisture observed in the battery compartment. A leak test failed due to a crack at the bottom right corner between the keypad and the pump seal. The keypad was removed and there was no moisture found. The pump was opened and there was moisture found on the keypad flex connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the up arrow, down arrow, contrast, and ok buttons were under responsive. It was reported that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.